Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that ten months post implantation of two overlapping vascular stents (size 6 x 120 mm and 6 x 150 mm) for treatment of a total occlusion of the middle sfa, the stents were found to be reoccluded. Reportedly, the length of the stented segment was 239 mm and the overlapping zone of the stents was 10 mm. The target lesion was moderately calcified. Pre-dilation of the lesion had been performed with a 5 mm balloon and the stents were post-dilated by using two drug-coated balloons with a diameter of 6 mm. The patient underwent a bypass surgery for further treatment. This record covers the 6 x 120 mm stent. This is the same patient as reported in medwatch report # 9681442-2016-00283.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images from the day of the initial stent placement were evaluated. Based on the provided images, no indication for an irregular stent placement or a defect of the placed stents was found. No indication for a device relation of the reported occlusion could be identified. Previous investigations of similar complaints have been reviewed. The reported in-stent reocclusion may have been caused by various factors and may occur inside non defective stents that have been correctly placed. Reocclusion of the target vessel may be related to the general condition of the patient as well as to the vessel anatomy of the patient. Irregular stent placement as well as insufficient pre- or post-dilation may be contributing factors; in this case pre-dilation as well as post-dilation with a drug eluting balloon was performed. On the basis of the provided x-ray images, no indication for irregular stent placement could be found. The IFU sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore the IFU closely describes the stent placement by stating: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...). Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...). While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." The IFU also mentions balloon pre- and post-dilation: "predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended."

Event description:
It was reported that ten months post implantation of two overlapping vascular stents (size 6 x 120 mm and 6 x 150 mm) for treatment of a total occlusion of the middle sfa, the stents were found to be reoccluded. Reportedly, the length of the stented segment was 239 mm and the overlapping zone of the stents was 10 mm. The target lesion was moderately calcified. Pre-dilation of the lesion had been performed with a 5 mm balloon and the stents were post-dilated by using two drug-coated balloons with a diameter of 6 mm. The patient underwent a bypass surgery for further treatment. This record covers the 6 x 120 mm stent. This is the same patient as reported in medwatch report # 9681442-2016-00283.